Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/13/2020. Corrected information: d1. Additional information: d4, d10, h6. Additional h3 investigation summary: an empty winding former, a paper lid and a detached needle of product code w9918 were received for evaluation. The suture was not returned for evaluation to determine the assignable cause of the performance breakage suture. The detached needle was examined, and suture remnant and slight mark on the barrel hole could be observed. The manufacturing records couldn't be reviewed as the batch number is unknown. It could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Specific number of procedures in which the sutures broke? Please provide the following for each procedure separately procedure date/ event date. Number of sutures broke in this procedure? When did the each involved suture break; during product removal or dispensing (before use on patient) or during suturing(use on patient)? Product code and lot number? How was case completed? Any adverse patient consequences? What medical/surgical intervention was provided? Device return status/ follow up. Note: events reported in 2210968-2020-01514, 2210968-2020-01516, and 2210968-2020-01517.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(4) 2020 and suture was used. During the clw suturing, the suture will break. Doctor said that just pulling suture in normal way results in suture break. There were no adverse patient consequences reported. Additional information has been requested.